Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No frozen screen was noted. The pump was monitored for 24 hours with multiple basal rates and was programed with the current date and time. No watchdog timeout, humming sound, buzzing, high pitch sound anomaly, time clock anomaly or unexpected audio/beep anomaly noted during testing. The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. Customer's blood glucose level was 130 mg/dl. The insulin pump was making a buzzing high pitch sound. The self-test failed. The screen froze and the buttons did not respond. The beeping came back after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.